Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that device was in disconnected mode. A field service engineer (fse) found that device have not been communicating and had previously been diagnosed as having a hospital network issue. Tss spoke with customer at the site and verified that station was online and communicating. Tss also verified that the patient was online in remote smart service issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.